Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was not providing sufficient benefit due to a migration of the active electrode out of cochlea. Further according to the implant registration card three channels were left extra-cochlear during implantation surgery. Re-implantation was not possible due to ossification. This is a final report.

Event description:
The user has been explanted because of migration of electrode out of cochlea. Reportedly, there was a complete obliteration/sclerosis of cochlear because of labyrinthitis, thus reinsertion/reimplantation is impossible.

Event description:
The user has been explanted because of migration of electrode out of cochlea. Reportedly, there was a complete obliteration/sclerosis of cochlear because of labyrinthitis, thus reinsertion/reimplantation is impossible.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.